Event description:
The end user hosp claims that air is coming in from around the rotating adaptors during normal usage. No lot number was given. This manifold is from kit 65020453 furnished on a cordis medical procedure pack. There was no pt injury.